Event description:
It was reported that the green flakes came off from the subject device . There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
Expiration date: added. Device evaluated by mfg and summary attached: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeled off on several places along its proximal end and the guidewire length. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. The torque device was on the guidewire. The ptfe coating was found in the torque collet and torque cap. The guidewire torque was not smooth due to the bends on the guidewire along its length. There was no friction felt during the advancement. The guidewire was confirmed to be in good condition after unpacking and during preparation, the guidewire was prepared per the dfu, continuous flush was maintained during the procedure and the patient¿s anatomy was minimally tortuous. Based on the information available, it is possible that the guidewire may have bent due to the tortuous anatomy and torque problem. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the as reported and as analyzed ¿guidewire ptfe coating peeling¿ is considered to be related to use error.

Event description:
It was reported that the green flakes came off from the subject device. There were no clinical consequences to the patient due to the reported event.